Event description:
It was reported that the johnson and johnson (jnj) preloaded intraocular lens (iol) plunger would not work. The issue was noticed during handling but prior to insertion with no patient involvement. However, the customer also provided an implant date and indicated the iol was explanted during a secondary procedure. Unplanned sutures were required. Reportedly, the directions for use were not followed. No further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: the exact date is unknown. The best estimate is around on (B)(6) 2024. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted the information provided by the customer on the form is not documented properly. As a result the reported event reassessed as not being reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.